Manufacturer narrative:
The affected device was returned to the manufacturer site for repair. Upon functional tests, the reported issue could be reproduced and error e19 (discrepancy between the set and the actual gas flow values) on co2 side was confirmed. Co2 gas regulator and co2 flow sensor were replaced as troubleshooting. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2010 and no other similar event has been reported, neither concerning trend has been identified. Taking into account all the above information, the most likely root cause for the reported issue has been assigned to defective gas mass flow controller and flow sensor for co2. No other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Event description:
See initial report.

Manufacturer narrative:
**UDI related data quality updates only** this supplemental report is sent as correction to the previous submitted MDR to provide rationale for missing UDI code. D.4 additional unique device identifier (UDI) number is not available for this product as the medical device was manufactured before the FDA compliance date to implement UDI code.

Manufacturer narrative:
A.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in genova, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave an alarm during the operation of the co2 sensor. There was no patient injury.